Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received with operational currents within specification and passed self test and displacement test. Pump trace download analysis confirmed the pump alarmed low battery alert, power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery alert, power loss alarm, replace battery alert and replace battery now alarm due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed replace battery now without a low battery alert. The customer's blood glucose level was 21.0 mmol/l at the time of incident. The customer had no symptoms. The customer treated the high blood glucose level with multiple daily injection. The current blood glucose level was 14.7 mmol/l the customer reported having problems where every hour the insulin pump had been asking for a new battery. The customer did not complete troubleshooting due to not having the necessary equipment to complete testing. The customer¿s blood glucose level had dropped to 5.0 mmol/l by the end of the call. The insulin pump will be returned for analysis.